Event description:
Info was rec'd that reported a pt was hospitalized in 2007 due to an incident of diabetic ketoacidosis. At admit her blood glucose was 711 mg/dl. It was reported that the pt was treated via IV fluids and an insulin drip. Additionally, the pt was treated with antibiotics as her white blood cell count was 17,000. The device will be returned for eval; to ensure that, it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for eval.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a f/u report detailing the results of the eval.